Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat it was reported that the patient underwent a gynecological procedure in order to treat incontinence, genital prolapse and weakening of the pelvic muscle and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, bowel problems, recurrence and bleeding. It was also reported that the patient underwent excision of exposed mesh, closure of vaginal cuff and cystoscopy on (B)(6) 2011 due to exposed mesh, pain and bleeding. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a vaginal hysterectomy and sacrocolpopexy laparascopic.

Manufacturer narrative:
Date sent to FDA: 10/26/2016.